Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds. Conclusions: evaluation of the returned device revealed that the smart coil had offset coil winds. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. The offset coil winds likely contributed to the reported resistance. While advancing the smart coil through a demonstration microcatheter, resistance was encountered within the sheath and the smart coil could not be advanced any further. The non-penumbra microcatheter and second smart coil referred to in the complaint were not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00815.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil). During the procedure, while attempting to advance two smart coils through a non-penumbra microcatheter, the physician experienced resistance and the smart coils would not advance; therefore, they were removed. The procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.